Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had been beeping for over a year. Technical services (ts) was consulted and noted that the right atrial (ra) lead impedance had been low out of range impedance lower than 200 ohms on multiple occasions. It was noted that the patient has breast cancer and need an magnetic resonance imaging (MRI). Technical services (ts) discussed the system is not MRI compatible. Ts referred to the off label MRI form and recommended programming off the beeper or turning off ra impedance daily measurement. This ICD remains in service. No adverse patient effects were reported.